Manufacturer narrative:
Upon receipt of the item, it was observed that both front wheels were loose. Scracthes on the wheel nuts indicated the customer had used a wrench that did not properly fit to adjust the screws. The right screw was missing the loctite thread locker, which may have been removed by the customer when they adjusted the screws. Both wheels were tightened and the rollator worked fine with both wheels remaining tight and secure. It appears that the rollator had been used with a wobbly right wheel and an absent loctite fastener, which caused the screw to work loose over time until the wheel came off.

Event description:
The right wheel reportedly, "fell off while the consumer was using the rollator." The user fell and "hurt his ankle, but did not mention needing medical treatment." Additional information was requested, but was not available.